Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer¿s blood glucose level. Technical support instructed caller to plug wall adapter into a known working outlet for at least 30 minutes, after which pump began charging. The connection remained unstable and required careful positioning, so technical support arranged shipment of replacement charging cable and wall adapter within two days and advised customer to use multiple daily injections if pump battery depleted before replacement supplies arrived.